Event description:
The complaint received states that the microsphere 10 cerecyte microcoil 5 mm x 9.7 cm failed to detach. Physician inserted the coil into the microcatheter, it travelled up to the aneurysm but failed to detach. Coil was removed and the subsequent coil worked. There was no report of injury for the patient. No patient or vessel code demographics available. Patient's present condition is listed as excellent.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Manufacturer narrative:
The complaint received states that the microsphere 10 cerecyte microcoil 5 mm x 9.7 cm (csp10050030 / g14520) failed to detach. Physician inserted the coil into the microcatheter, it travelled up to the aneurysm but failed to detach. Coil was removed and the subsequent coil worked. An unknown sl-10 microcatheter was used. There was no noted resistance/friction between the coil and the microcatheter. Other coils were successfully used with the same microcatheter after the reported event. No torquing was done during positioning of the coil. There were no noted damages to the coil prior to use not when it was removed from the patient. The entire coil was removed without incident. There were no noted effects to the patient secondary to the reported event. The new enpower box was used with an unknown standard cable. Pre-check was performed, no problems were noted. The ready light was illuminated. All connects were tight and in good position. There was an audible beep; however, the coil did not deploy. No patient or vessel code demographics available. Patient's present condition is listed as excellent. There was no report of injury for the patient. The device positioning unit (dpu) passed electrical testing with resistance at 51.4 ohms and the enpower systems go green light illuminated. The detachment fiber did not receive heat and melt. Located off the distal tip of the skive, the coil and core wire protrude outside the sheath for a length of 5.5cm. The coil was damaged at the protrusion site. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured. The locking mechanism has compression and stretching damage. Concerning cleanliness only, the complete microcoil system was returned in pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. The coil detached on the first detachment cycle. The dpu passed post-detachment resistance with a reading of 51.5 ohms. The detachment fiber received heat and melted on the first detachment cycle. Laboratory testing could not duplicate the field complaint; therefore the root cause of the coils non-detachment inside the aneurysm cannot be determined. It was not stated in the event description that a pre-deployment electrical check was performed. If a pre-deployment electrical check was not performed, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding.¿ in addition, without the identification or the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. While most likely not connected to the coils non-detachment, concerning the core wire and coils protrusion outside the sheath and the coils damage at the protrusion site, there are two possible contributing factors. The first contributing factor may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside the v notch of the resheathing tool. In addition, the locking mechanism may not have been fully disengaged off the core wire. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused the coil and core wire to protrude outside the sheath and the coils damage at the protrusion site. In this condition the coil cannot be advanced or resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ the secondary possible contributing factor to the protrusion of the core wire and coil may have occurred if the resheathing tool was advanced over the proximal end of the green introducer or if the damage was due to other post-procedural handling issues. If the resheathing tool was retracted over this section, it may have opened up the skive which would have caused the core wire and coil to protrude outside the sheath with the coil becoming damaged at the protrusion site. If this did occur, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿¿continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool, leaving approximately 1 inch of the unsheathed introducer sheath still visible.¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint was confirmed on analysis; however, the root cause of the failure could not be positively identified. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information suggests that procedural and handling issues may have contributed to the confirmed event.